Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, multiple non-sustained vt episodes and one vf episode were observed. The patient received inappropriate atp therapy and inappropriate shocks due to af with fast ventricular conduction. The pharmacological therapy was adjusted. There were no adverse consequences to the patient.